Event description:
The patient experienced a surging sensation while working on her computer. The stimulation would get stronger and would make her toes curl. She called her on-call healthcare professional and was told to turn the device off. The device was now off and she had an appointment to see her physician. The patient was at home in good condition. Further information was requested.

Manufacturer narrative:
(B) (4).